Manufacturer narrative:
These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the related components. Primary operative notes indicate that the final components moved smoothly through range of motion with good stability. No complications were noted. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The information provided on this form was previously submitted under manufacturing report number (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.